Event description:
During a vascular procedure, customer states that part of the introducer needle broke off in the pt and had to be removed.

Manufacturer narrative:
Despite efforts, the sample has not been returned from the customer for review. Per the risk mgmt for this product the possible causes include rapid advancement of the needle and repeated bending. A picture was supplied by the customer of the needle. It appears there is a crimp on the end of the broken needle. This would be caused if there was repeated bending of the needle. The needle also appears twisted; which would be caused by abnormal use. This is the first complaint we have received for this defect for this product. We will continue to monitor and trend.